Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had a power test error #10. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse performed transducer calibrations and powered on the iabp. The power-up test failure #10 was no longer present. After further testing, the unit failed the pim test. The fse replaced the pneumatic module assembly. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The unit passed all functional and safety testing. The iabp was returned to the customer.